Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a gradual display (dim/fading/color spectrum) issue. The reporter stated she is having issues with display screen being dim and stated that it started about 4 months ago and is getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings:the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.